Manufacturer narrative:
The user reported discrepancies between their blood glucose (bg) readings and the sensor glucose (sg) values. However, no investigation/troubleshooting was possible for this complaint as the user stopped responding to the communications from customer care. No further information was available for this complaint. B4.date of this report 20 jan 2026. G3.date received by the manufacturer? 20 jan 2026. H3. Device evaluated by manufacturer?no. H6. Type of investigation updated to 4119. H6. Investigation findings updated to 3221. H6. Investigation conclusions updated to 67.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements. No injury or medical intervention was reported.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.